Event description:
An access port was placed for chemotherapy administration. During initial access immediately following placement, extravasation of contrast was noted. A venogram revealed the catheter had detached and migrated to the right axillary vein. Ueventful retrieval followed utilizing a snare. Another port was successfully placed and attached to the existing catheter. The pt's condition is good. This device was not returned for evaluation. Therefore, no failure analysis will be available. Co believes inappropriate catheter connection may have contributed to this event. However, without evaluating the device, co cannot determine the exact cause for this event. Co's directions for use for this product state: "improper assembly may result in catheter damage, leakage or possible disconnection. When properly assembled, the port's locking collar sould be fully engaged into the outlet tube groove and catheter should be visible through the locking collar."